Event description:
Complainant alleged that while attempting to cardiovert a male patient, the device displayed an unspecified error message. Complainant indicated that the clinician had obtained this device to treat the patient after the first device malfunctioned. Please reference medwatch report number 1220908-2009-00855 for the first device used in this patient event. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.